Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital due to unknown reasons. It was noted that the patient device pocket had developed erosion. The implantable cardioverter defibrillator was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.